Manufacturer narrative:
Report source: foreign: (B)(6). Date of event: event month is unknown, but occurred in 2018.

Event description:
Information was received that the cannula tip from a smiths medical blue line ultra tracheostomy tube came in contact with the patient's tracheal wall, causing granulation and ulceration two days following placement. The reporter also confirmed that the tip did not touch when using a different tracheostomy (trach) tube of an unknown brand. In addition, patient's ventilation was reported to decrease and about five days later it was noted the patient displayed poor oxygenation. Subsequently, the patient was transported to the hospital and admitted. Due to the "aggravated granulation" restricting the patient's airway, a trach tube change out was required and the patient recovered. No additional adverse patient effects were reported.